Manufacturer narrative:
A field service engineer (fse) made a service call on (B)(4) 2016. The fse phoned the customer, and instructed the customer to remove the line from the sample needle and a sampler needle reset was performed with no errors. Sample needle was changed by supervisor successfully and analyzer is working fine now. There was no further action required by the field service. The g8 analyzer is in good working condition and was functioning as intended and the issue cleared. The most probable cause of the reported event was the sample needle was bent causing an obstruction. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported a 706 l syringe error with the g8 analyzer. The customer is unable to run hba1c in the patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.